Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer reporting that they will be replacing the battery soon because they had been having problems with it for the past 2 years. It was also stated that patient was sent something previously but it was the wrong piece. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they could not have the device jump started anymore. The patient stated that repair was suppose to send them 2 things but only sent them one (see previous complaint). It was noted that the patient's programmer and ins recharger were operating normally. The patient requested information regarding the pain pump and physician listings were sent to them. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, (B)(4), product type: recharger, product ID: 37754, (B)(4), product type: recharger, product ID: 37651, (B)(4), product type: recharger, product ID: 37761, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had been having a lot of trouble charging. The patient mentioned that they had been having a lot of trouble charging their ins because it was seven years old and they stated that the ¿battery inside of them was getting pretty old¿. The patient had stated that they had been having troubles with the whole unit going dead. The patient referenced needing the ins jumped. It was reported that the patient had been having trouble charging since about 6 months ago (2017). No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID :37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Analysis on the desktop charger confirmed that the metal connector tip was broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported by the consumer that the metal piece has broken off of the connector pin and was stuck inside the implantable neurostimulator recharger (insr). It was reported that the patient could not get the broken metal piece out of the insr. This occurred about a month ago in 2017. There were no patient symptoms reported. It was reported by a consumer via a manufacturer representative on (B)(6) 2017 that the implantable neurostimulator (ins) was in overdischarge due to patient compliance. The ins could not connect with the patient programmer, the implantable neurostimulator recharger (insr), or the clinician programmer. A physician mode recharge (pmr) was done and normal charging was attained. The ins charged to 25% and the power on reset (por) was cleared. The patient was instructed to charge the ins to full daily for 2 weeks and then to charge as indicated after that. It was noted that this was the patient¿s 2nd overdischarge. The issues were reported to be resolved without surgical intervention. The patient was alive with no injury, medical history was asked but would not be made available, and patient weight was asked but would not be made available. There were no patient symptoms reported. Additional information was received from the consumer on (B)(6) 2017 reporting that their device was jumpstarted for the second time the day before the call ((B)(6) 2017) by the manufacturer representative. It was reported that the patient did not know when the device went into overdischarge because the patient thought that the device was dead due to the previous implantable neurostimulator recharger (insr) and connector pin issue. It was reported that the patient was having the same issue from the previous call. The insr felt loose when it was connected to the connector pin to the insr. The patient had to hold the connector pin in a specific spot to get it to work. It was noted that during the meeting with the representative the day before, the representative noticed that the insr was loose but not the connector pin. The manufacturer representative suggested that the patient get a replacement. It was reported that the insr connector was damaged. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.